Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok keypad symbol was worn. Evaluation revealed that all of the keypad buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2012.